Manufacturer narrative:
H10: manufacturing review: a complaint history review was completed for the lot number. This is the first reported complaint for this lot number and this issue to date. Investigation summary: one 7 french introducer sheath x10 cm, 12.4 cm dilator, and one guidewire were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for bent/kinked guidewire, broken guidewire tip and unraveled guidewire, as multiple bends/kinks were observed in the guidewire, including one bend near the distal end of the guidewire. The outer coil wire was observed be unraveled near the proximal end of the guidewire and stretched. The proximal end of the core wire appeared to be jagged, consistent with a break. There appeared to be residue on the core wire near the proximal end. The welded tip at the proximal end of the coil wire appeared to be partially separated from the coil wire, and there appeared to be residue between the tip and coil wire. Deformation, flattening and a small longitudinal fracture were observed at the introducer tip, and deformation was observed at the introducer sheath tip. No components returned with sample could be confirmed to be out of tolerance based on the measurements recorded during sample evaluation and applicable drawings. The findings from the investigation are consistent with deformation due to compressive stress, fracture, material separation and stretching issues. The definitive root cause of the guidewire damage could not be determined based upon available information. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on advancing the introducer and sheath over the guidewire. Therefore, the product labeling will be considered adequate. H10: g4, h6(device codes- 1562, 1601). H11: h3, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the port placement procedure the guidewire was allegedly damaged. The guidewire damaged allegedly resulted in blood loss, requiring a transfusion. Reportedly another kit was opened to complete the procedure. The patient's status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 12/2022.

Event description:
It was reported that during the port placement procedure the guidewire was allegedly damaged. The guidewire damaged allegedly resulted in blood loss, requiring a transfusion. Reportedly another kit was opened to complete the procedure. The patient's status is unknown.